Manufacturer narrative:
Investigation: no sample was returned to sbdm, the lot number is also unknown. House sample testing of lubricant: sbdm investigated silicone lubricant weight on the house samples of syringe 50ml 18g 1-1/2in, sbdm took a silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Testing result of silicone lubricant weight: silicon in the medical device spec: below 0.25 mg per inner size. Sbdm using 3 house samples silicone lubricant test with the complaint sample (syringe 50ml 18g 1-1/2in), the test result met the regulatory standard on medical device manufacturing. Since the silicone lubricant volume comes to approximately 0.25mg per inner size, the customer may think that silicone volume is excessive. House sample inspection: sbdm inspected total 20 house samples of the complaint product (syringe 50ml 18g 1-1/2in, lot no. 1907233 and 1909103), there was no defective product found in them. DHR review: sbdm reviewed the manufacturing record, no abnormality observed.

Event description:
It was reported that foreign matter occurred before use with a syringe 50ml 18g 1-1/2in. The following information was provided by the initial reporter, "lots of oil found in syringes. Updated info: the customer said that it looked like there was a lot of silicone oil in the syringe. It is one of the raw materials and it¿s not the reportable case. Affected quantity is one."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a syringe 50ml 18g 1-1/2in. The following information was provided by the initial reporter, "lots of oil found in syringes. Updated info: the customer said that it looked like there was a lot of silicone oil in the syringe. It is one of the raw materials and it¿s not the reportable case. Affected quantity is one."